Event description:
Patient involved in motor vehicle accident and sustained a distal tibia and fibula fracture. Tibia fracture treated with lcp plate and cortex screws. Fibula fracture treated with third tubular plate and cortex screws. Three screws broke postoperatively. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.